Event description:
Hcp reported the pt presented for a concentration change and bridge bolus. The concentration was programmed as 2000ug/ml compounded baclofen when it should have been programmed as the new concentration of 4000ug/ml. The pt then exhibited sgns of overdose including shallow respirations, was incontinent, loose, lethargic, and had a decrease in tone. The pt was hospitalized. The pt tested positive for blood cultures and negative on the csf culture. A follow up report will be sent when additional info is available.